Event description:
On (B)(6) 2024, while cas was on-site for surgery support, dr. (B)(6) experienced a radial tear on procedure ID #20. The area of concern was in the superior nasal region.

Manufacturer narrative:
Laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up.